Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter: "the customer is complaining there have been several complaints where the auto guard needle either retracts very slowly or does not retract at all. They are concerned of potential needle stick injuries."

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter: "the customer is complaining there have been several complaints where the auto guard needle either retracts very slowly or does not retract at all. They are concerned of potential needle stick injuries."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 29-dec-2022. H6: investigation summary: a device history review was conducted for lot number 1300467. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, multiple units were returned to our facility to aid in investigation and testing efforts. All of the returned devices appeared to be unused but was returned in unopened packaging units. Functional testing of the devices was performed. All devices were successful in retracting the needle and engaging the safety feature. Unfortunately without the ability to replicate the reported non conformance, our quality engineers were unable to determine the root cause for this complaint.